Event description:
Per the clinic, the patient initially has no sound with the device use and subsequent experienced pain when the volume was increased. The device was explanted on(B)(6), 2024, and the patient was reimplanted with another cochlear device during the same surgery.